Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the black box showed unexplained power on reset events. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The battery cap contacts measured within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ez-prime steps were performed correctly and no power interruptions occurred during the investigation. The reported intermittent power complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board.